Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred post a l 5-s1 mis spinal fusion procedure in a patient diagnosed with ddd. It was reported that when the patient returned for a follow-up visit, the physician discovered that the head and shank of our screw had separated. The physician raised concerns about the recent quality of screws. No plan for additional surgery. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.